Event description:
A medtronic representative reported that, while the navigate step of a depth electrode cranial procedure, in navigate, the target moved. Four plans were generated, then switched from plan 1 to plan 2. The target point was automatically re-set to the other side of the head. View settings were saved, the surgeon scrubbed-out and re-planned the target to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. Medtronic representative performed a navigation system check-out on (B)(4) 2013. Reported issue could not be replicated.